Event description:
On 3/10/94, the pt had a transoral odontoid resection and 2:2 articular screwing for cervical fixation. She complained of pain in 5/94, x-ray revealed fracture of the right fusion screw, lateral dislocation of the lateral mass on c1 on the left side and protrusion of the left screw into the foramen magnum. On 5/24/94, pt was re-operated; a cranial occipital cervical fusion was done posteriorly and the fractured screw was removed. The fractured screw is not available for evaluation.